Event description:
It was reported that customer's insulin pump a loose drive support disk that is sticking out from the side of the insulin pump. Customer's blood glucose was normal, but not specified. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).